Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge was filled with approximately 200 units of cold insulin. The customer's blood glucose level was 127 mg/dl.